Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse performed system verification, and carryover and precision testing. The fse stated all system test results passed within specifications. Preventive maintenance (pm) was performed approximately two months prior to the event. The fse stated there were no system hardware issues. The unit conformed to the MFR's published performance specifications. The customer collected pt's samples in plastic bd tubes with gel separator. Quality control (qc) was within established ranges prior to and after the event. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer reported an elevated creatine kinase-mb (ck-mb) result, above the normal reference range, for one pt involving unicel dxi 800 access immunoassay system. Subsequent testing produced results within and below the normal reference range. The elevated result was released out of the lab and questioned by the physician. There was no report of pt injury. There has been no report of a change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.